Event description:
It was reported that the patient was asymptomatic. It was noted that no capture was observed on the left ventricular (lv) lead. Dislodgement was confirmed via imaging. The lv lead was explanted and replaced. The patient was stable.